Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Device evaluation: the customer's report was verified and attributed to corrupted software. It is unknown what caused the software to become corrupted. The correct software was reloaded to the device to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to complete boot-sequence. Complainant did not indicate that there was any patient involvement in the reported malfunction.